Event description:
It was reported that during central processing, there was a crack in the endoscope lens. There was no reported injury.

Manufacturer narrative:
The endoscope was received and the device evaluation was completed. Failure analysis investigation confirmed the reported complaint. The endoscope had mechanical damage to the distal window. Fragments of the distal window were missing.